Event description:
A male patient was transferred from an outside hospital for symptoms of acute appendicitis. Per the patient, he had an appendectomy in the past but CT scans showed what appeared to be an appendix. He was brought to the operating room for exploratory laparotomy, appendectomy and subsequently, a small bowel resection with primary anastomosis was required. The patient was found to have extensive adhesions, inflammatory changes in the appendix with gross perforation, and fecal peritonitis. He was admitted to the intensive care unit (ICU. The next day, nephrology was consulted secondary to acute kidney injury as a result of hypotension and sepsis on top of stage IV chronic kidney disease. A few days later, palliative care was consulted. The patient was noted to be delirious on a precedex drip. He had fluid overload, atrial fibrillation, and was at risk for aspiration. He and his wife did not wish to have aggressive measures or dialysis. His code status was changed to do not resuscitate or do not intubate. The patient was transferred to p6 cardiac telemetry a few days later. The patient was tolerating tube feedings via a cortrak nasogastric tube. He was able to go out in the hallway in a wheelchair. He was complaining of shortness of breath at times and was suctioned orally for cream colored secretions. He required oxygen via nasal cannula. He continued to experience confusion, particularly at night. A few days later, the patient was attempting to get out of bed multiple times. At 2000, the patient pulled out his cortrak feeding tube. At 2120, he had 200 ml of white-tan secretions suctions. Crackles noted on bilateral lung bases. At 2235, the house resource rn placed another cortrak feeding tube. During placement the patient desaturated to the low 80s with increased pink tinged secretions. He was placed on a 40% venti mask. A kub and chest x-ray were completed at 2338, showing a malpositioned feeding tube with the left hemothorax with an apical pneumothorax. The patient's respiratory status worsened. He was placed on 100% non-rebreather mask. The physician's assistant placed a left-sided chest tube and removed the cortrak. At 0103, a repeat chest x-ray showed a worsening pneumothorax. Another repeat x-ray showed improvement of the pneumothorax. By 0610, the patient's oxygen was weaned to 5l nasal cannula, maintaining oxygen saturations above 92%. The incident was disclosed to the family. The surgical team was concerned about the possibility of additional injury to the lung or esophagus. The family did not want aggressive measures to be taken. No additional injuries were identified but a few days later, the family requested the patient be discharged home with hospice. The next day the patient was discharged home on hospice with the chest tube in place with a heimlich valve to prevent recurrent pneumothorax..